Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled, "pacer disabled" and 'pacer fault 116" messages. Complainant indicated that there was not pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.